Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Between (B)(6) 2014 and (B)(6) 2015, rv pacing impedance rose from 2432 ohms to 2888 ohms. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Between (B)(6) 2014 and (B)(6) 2015, rv pacing impedance rose from 2432 ohms to 2888 ohms.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high impedance. The rv remains in use, and no patient complications have been reported as a result of this event.